Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The hypoglycemia followed a period of approximately 5 hours of hyperglycemia, during 2 of which the ilet was unable to deliver insulin due to the insulin cartridge not being replaced. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by the user failing to promptly replace their insulin cartridge when it was empty, which resulted in prolonged hyperglycemia and increased correction insulin dosing and therefore an increased risk of hypoglycemia. Having the device volume set to "low" contributed to the severity of the event.

Event description:
On 10/4/2024 a beta bionics territory business manager (tbm) was made aware by an ilet user's healthcare provider (hcp) that the user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. The hcp reported the user experienced a severe hypoglycemic event overnight on (B)(6) 2024, resulting in loss of consciousness, dizziness, sweating, and a seizure. Ems responded, and the user was taken to the hospital, where they were admitted for three days and discharged on (B)(6) 2024. The user's lowest recorded blood glucose level was in the 20s mg/dl. Upon arrival in the ambulance, they received fast-acting carbohydrates and IV treatment. While hospitalized, the user received additional care, including physical therapy, an IV, and an MRI. After discharge, the user resumed using the ilet system.